Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. No cracks on the display screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the screen on their insulin pump is cracked. The screen on the insulin pump is damaged and nothing can be read on it. Customer blood glucose level was 220 mg/dl. Customer does not recall any significant events leading to the cracked screen. Customer advised the insulin pump will be replaced and agreed to return the device for further analysis.